Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported there was a short on the c0 pair of the right side ins. The patient was not programmed on the pair. The patient thought it happened when the battery was replaced in november 2017 and it was discovered jan 2018. No symptoms were reported. No complications were reported or anticipated.